Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded hydromorphone 20mg for a total dose of 18.44353 mg/day, compounded bupivacaine 1 mg for a total dose of 0.92218 mg/day, and compounded clonidine 180 mcg for a total dose of 165.99174 mcg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2018 the patient called the clinic to report that they have been unable to access their pump to give themselves a bolus/personal therapy manager (ptm) therapy. The patient thought the pump may have flipped over inside them. It was noted that the patient lives 4 hours away. It was noted the patient was not able to get into the office until october due to transportation and distance. The patient state that if they try to flip the pump back over from the outside, that sometimes they can give themselves a bolus, but it is not consistent and painful to do. The patient was in office on (B)(6) 2019 to try to do their pump refill under fluoroscopy to see how the pump was positioned. The images did show that their pump had inverted and flipped over. The pump refill was unsuccessful due to not being able to access the port. The patient was then scheduled for surgery (pocket revision) on (B)(6) 2019. A pump pocket revision occurred where the pump was repositioned on (B)(6) 2018. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was pump inversion. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.